Event description:
It was reported that the patient presented to the hospital for a scheduled generator exchange. The patient's right ventricular (rv) lead did not have any slack within the right atrium (ra) when observed via fluoroscopy imaging prior to the procedure. The rv lead test parameters were stable. However, the physician was concerned that the lack of slack on the lead would lead to future issues and decided to replace the lead. The rv lead was capped and replaced on (B)(6) 2025. The patient was stable.